Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon fixating the right ventricular (rv) leadless pacemaker (lp) during procedure, the rvlp was released prematurely from the delivery catheter. The rvlp remained implanted and the procedure was concluded with no further intervention performed. Patient condition was stable throughout.